Manufacturer narrative:
Power error due to j6 connector resistance issue. Unit passed displacement test, active current measurement test and sleep current measurement test.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 212 mg/dl. Customer was able to performed self test and it was passed. The customer was assisted with troubleshooting. The device will be returned for analysis.